Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after the tests, it was verified that there was no drilling force on the compact air drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability date was incorrect in the initial report. The date has been updated from (B)(6) 2018. Service review: a review of the service history record indicates that the device has been returned previously for an unrelated malfunction. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the reverse locking mechanism was blocked. It was determined that the device was equipped with a rotor and the trigger was locked, and there was also oxidation in the parts due to failures in the cleaning and lubrication processes. It was further determined that the device failed pretest for check triggers for forward/reverse mode and check attachment coupling with attachments. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.